Manufacturer narrative:
This report is for an unknown drill bit/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent open reduction internal fixation (orif) for surgical neck fracture of the left humerus. When the surgeon was drilling at the entrance of a nail hole, the nail and the drill bit interfered. The surgeon found by using image intensifier that the drill bit was slightly displaced forward. The sleeve was repositioned so that it was firmly against the outer cortex. The surgeon drilled again while adjusting the direction, and the drill bit passed through the nail. The surgery was completed successfully with thirty (30) minutes delay. Patient was stable. This report is for an unknown drill bit. This is report 2 of 2 for (B)(4).